Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting a battery monitoring voltage of 2.58 v and a charge time of 18.4 seconds after approximately 64 months of implant. Approximately 2 months later, the patient reported hearing device beep tones. It was later confirmed that the device had tripped elective replacement indicator (eri) due to a charge time of 27.9 seconds while at a battery monitoring voltage of 2.58 v. Of note, this device is included in the mid-life display of replacement indicators product advisory population. No adverse patient effects have been reported as a result of this observation. The device was later replaced with a competitive product, and returned for analysis.

Manufacturer narrative:
Analysis of this device is currently in progress. This event will be updated as additional information becomes available. Analysis of this device was performed at our post market quality assurance laboratory. An engineering level longevity calculation determined that the device met labeled longevity expectations. The device was then subjected to a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.